Event description:
The following information was provided: it was reported that the patient had a right knee revision due to painful mechanically loose femoral component. Femoral component, insert and patella were revised. A size 4 cr cemented femur, #5-9 cs poly and symmetric 36mm cemented patella were implanted during the revision.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.